Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. On (B)(6) 2022, the pediatric patient was sick and had diarrhea and vomiting. A bg finger stick was taken and the value was 27.0 mmol/l, while the cgm value was 4.3 mmol/l. Some time after the sensor was showing inaccurate results, the sensor failed. A bg finger stick was taken again and the value was above 22.2 mmol/l. The patient's parent treated the patient with insulin. Although the patient continued to experience diarrhea and vomiting, the patient's parent indicated that the symptoms after the event were due to illness and not blood sugar levels. The child was also given over the counter calpol (20 mg) during the day for the illness. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.